Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens, but the lens was damaged. There was no pt contact. The reporter stated the cause of the lens damage may have been due to a loading error.